Manufacturer narrative:
(B)(4). Batch # unk. Unique identifier (UDI): exact product code unknown, UDI unavailable. Date of event was (B)(6) 2019. Event day was not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic pelvic mass removal of large mass, plan was to do a cystectomy, but due to tissue sticking in the device jaws, there was tissue damage and bleeding so surgeon needed to do an oophorectomy. Physician indicated he was using both a laparoscopic enseal instrument but was not sure which specific version. Noted it was the "newer enseal." It is unknown how the case was completed.